Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8703w, lot# l51795, implanted: (B)(6)1998, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient who was receiving baclofen 2000 mcg/ml (dose unknown) via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was unknown. It was reported the pump was very superficial and nearly eroding through the skin. Implant depth and cosmetic concerns were reported. Pump loose/movement/migration occurred and the hcp indicated that it was due in part to muscle tightness of the patient's abdominal muscles causing upward pressure on the pump over time. The patient followed up with the healthcare on 8/2/2016 due to thinning of tissue over the pump. Per clinic notes, the patient has a history of cerebral palsy that occurred and was present at the time of birth. The patient was treated with intrathecal baclofen medication infusion pump, initially in 1999. Diagnosis was quadriparetic spasticity of cerebral palsy etiology and impending malfunction of baclofen pump system due to threatened erosion of the pump through the skin in a year and a half the scoliosis had continued to worsen on the right and his spasticity caused his abdominal rectus muscles to often be very tight and the combination of those two forces have pushed the pump upward against the skin and tilted one edge of it strongly against the skin and the dermis was very thin and now it was just an epidermal layer over it. It had not yet broken through the skin but it was threatening to do so very soon. Physical examination revealed that the edge of the pump was beginning to erode through the skin because of the upper edge of the pump being pushed upward and outward by the forces of the scoliosis and the spastic rectus muscles. The impression was the patient had an impending erosion of the edge of the pump through the skin. The hcp recommendation was to remove the pump from the right lower abdominal area and place the pump in a new left lower abdominal area where there had been no previous surgery and where the scoliosis had widened the field of space rather than narrowing it. Over the years the patient had been developing scoliosis which caused him to tilt far to the right and the pump was located on the right side of the abdominal wall and that along with the spasms of his rectus muscle was causing upward pressure against the pump and it was beginning to protrude through the skin and had threatened erosion in the skin. Surgery was performed (B)(6) 2016 to remove the pump from the right abdominal wall and relocate it in the left abdominal wall. The procedure was performed to prevent the pump from becoming contaminated by erosion by moving it over the left side where there was more space and it could be in a better position. It would involve a modification of the catheter to extend the length. The patient was taken to the operating room after the induction of general endotracheal anesthesia, placement of intravenous line and administration of antibiotics. He was positioned supine. The skin of the abdomen was antiseptically prepped and sterilely draped with care taken to exclude the gastrostomy tube site. Incision lines were marked over the previous incision on the right and then a new incision line was marked on the left side of the abdominal wall to optimize the location and placement of the pump on that side. The vertical skin incision was made along these incision lines on the right side. It was carried down through the scar tissue to the pump and then the pump its point of attachment to the muscle that the 4 grommets were identified and they were freed of those attachment points and then monopolar cautery was used to dissect the pump out from the scar tissue as well as to dissect the catheter free. The hcp tied off the catheter right at the point at which it junctures to the side port of the pump and cut the catheter. It was tied so it would not leak medication. The pump was put on the back table and the proper needle size was inserted through the center port of the pump and aspirated out all the remaining medication and then drew up a syringe of new medication of intrathecal baclofen 2000 mcg/ml a total of 40 cc volume and then injected into the pump. The hcp removed the old connector to the side port. The hcp took a new catheter system. The hcp cut the most proximal first 15 cm so that included a new connector to the side port and 15 cm of tubing. The hcp attached the new piece of tubing to the pump and programmed the pump to perform a bolus to fill the 15 cm of catheter with medication. The hcp calculated the proper bolus volume to do that and watched until it was complete and could observe the droplet of medication coming out at the end. When the bolus was complete and the hcp knew that the catheter was full, then the hcp applied the sutureless splice connector to end of that catheter attached to the pump and then brought the pump up to the incision made on the left side. A pocket was developed. The hcp passed a catheter passing sheath under the skin from the left side incision to the right side incision and then through that sheath, the hcp passed the catheter end of the existing catheter and brought it from the right side over the left side. The hcp cut off the suture tie that was sealing closed and slipped on the sleeve of the sutureless splice connector then attached the distal end of the existing catheter onto the splice connector leading to the new piece that was attached to the side port of the pump and once the tubing was well placed over the pin the securing sleeves were put into position to hold the splice connection. The pump was positioned in the pocket and used 2-0 silk to tack down the 4 grommets of the pump stitching them firmly to the wall with 2-0 silk sutures on each of the 4 grommets. The wound was irrigated with antibiotic irrigation. The fascial layer was brought over the top of the pump and closed with interrupted 2-0 vicryl, closed the subcutaneous layers with interrupted 3-0 vicryl and closed the skin with staples. The left side the hcp did the same thing. One final programming of the pump was done to increase the dose 5 % because the additional pain of surgery would undoubtedly promote additional spasm and already his spasms were quite pronounced. The 5 % increase changed the existing dose of 743.5 mcg per day to 781 mcg per day but no boluses were given and continued with a steady simple continuous mode. General anesthesia was reversed. The patient was allowed to awaken and demonstrated responsiveness. The patient was extubated and taken to the recovery room in good postoperative condition.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional and it was reported that the patient had cerebral palsy with a history of scoliosis which was not related to the patient's infusion system. The pump was electively re-positioned on (B)(6) 2016 to prevent exposure of the pump. The patient was hospitalized from (B)(6)2016. Following the re-positioning the incision was clean and well healed. No diagnostics/troubleshooting were needed. No other actions were taken. It was believed by the reporter that the brand of baclofen was gablofen, but the reporter was not sure as they did not do the pump refills.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.